Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2016-03172. (B)(4) clinical study. It was reported that distal embolization occurred. In (B)(6) 2015, the patient presented for an elective staged procedure. Target lesion #1 was a de novo lesion located in the proximal to mid left anterior descending (lad) artery with 95% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and a 2.50x38mm promus premier¿ stent and an overlapping 3.00x20mm promus premier¿ stent. Post-dilatation was performed with 0% residual stenosis. There was a small distal embolization into the apical lad where the vessel was very small, where there was timi-1 flow at the apex, probably from a small atherosclerotic plaque. However, there was excellent collateral circulation of the right coronary artery (rca) to that small vessel of the lad. The patient reported mild chest pain, which was presumed to be due to the distal embolization. The following day, the patient was discharged on aspirin and ticagrelor.